Manufacturer narrative:
A supplemental report is being submitted for investigation summary. Serial#: (B)(6), h6:FDA method code(s): b17. H6:FDA result code(s): c20. H6:FDA conclusion code(s):d14. Serial#: (B)(6). H6:FDA method code(s): b17. H6:FDA result code(s): c20. H6:FDA conclusion code(s):d14. Product event summary: the pump (B)(6), one (1) controller (B)(6), and the driveline extension cable (lot d000146) were not returned for evaluation. Log file analysis could not be conducted since log files were not available for analysis. As a result, the reported event could not be confirmed. Of note, it was reported by the site that the driveline extension cable has been removed and controller fault alarms stopped appearing on the screen. As per the instructions for use, the driveline extension cable should only be used during the pre-implant test. It should not be connected when the vad is running. Applicable risk documentation, experience with events of similar circumstances, and the available information were considered; possible root causes of the reported event can be attributed, but not limited, to contamination by foreign material of the connector(s), a marginal connection between the driveline extension cable and the controller, a marginal connection between the driveline extension cable and the driveline cable and/or driveline extension cable damage. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
A supplemental report is being submitted for corrections to h10 additional products: controller from: UDI #: (B)(4). H4: d4: model #: 1407de/catalog#: 1407de, expiration date: 31-jul-2021, serial #: (B)(6), UDI #: (B)(4), h4: mfg date: 17-jul-2020. Driveline extension cable: d4: model #: 100, catalog #: 100, serial #: (B)(6). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Investigation of this event is pending and a supplemental report will be sent upon its completion. Additional products: heartware ventricular assist system controller model #: unk / catalog #: unk / expiration date: unk / serial #: unk, UDI #: (B)(4). Device available for evaluation: no mfg date: unk. Labeled for single use: no. (B)(4). Heartware ventricular assist system driveline extension cable model #: unk / catalog #: unk / expiration date: unk / serial #: unk, UDI #: (B)(4). Device available for evaluation: no. Mfg date: unk. Device available for evaluation: no. (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the controller exhibited many controller fault alarms as well as some ventricular assist device (vad) stopped alarms. The driveline extension cable also exhibited electrical fault alarms. The controller and vad remain in use. The driveline extension cable was removed. No patient complications have been reported as a result of this event.